Event description:
Information received with return of the device does not address the patient's clinical status but notes capture and sensing anomalies. The device exhibited >2500 ohms impedance in both polarities with the leads connected.